Manufacturer narrative:
(B)(4). Therapy dates - this event was reported to have occurred within the two weeks prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a power injectable microbore catheter extension set separated from the male luer. This occurred during infusion in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.